Manufacturer narrative:
One infusion cassette was received for evaluation in relation to the reported event. Sample was received in used condition, with its original open packaging, decontaminated and inside in a plastic bag. Sample received could not be tested using a leak tester due to being received in used condition with remains of medication inside of the ay bag, which may damage test equipment. Functional testing of the device was performed, which confirmed and replicated the reported event. The sample was filled with colored water using a syringe to detect any leakage. The sample leaked near of the neck ay bag. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during the pre-use check, no leakage was observed. However, when the patient pressed the pca button during the use of the cassette, the patient noticed air bubbles got into the cassette and some water droplets were found on the cassette housing. There was no patient injury reported.